Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility¿s biomedical engineer reported that the xenon lightsource (00mlx) was not working because the fuses were apparently burnt. After replacing the fuses however, the new ones immediately burnt again as soon as power was turned on. After further examination, the biomed saw that the stl cl60 thermistor after the power input on the printed circuit board (pcb) was also burnt. It was additionally reported that the biomed measured 240vac arriving on the pcb. No problems were detected when power supply was unplugged from the pcb. It was also noted that the lamp working hours were overdue, and a lamp replacement message was showing prior to the aforementioned malfunction. It was later concluded that the device required a new bulb-lamp module. In addition, the power supply board of the lightsource is most probably broken and must be exchanged.

Manufacturer narrative:
The suspected xenon lightsource (00mlx) was returned for evaluation: failure analysis: on inspection of the lightsource, it was noted that the device had a defective power board which needed to be replaced. The ferrite on top of the filter was broken, two fuses needed replacing, and a wire retainer needed to be added as a safety upgrade. The lamp had exceeded 1000 hours of use and must be replaced. The complaint was confirmed, and on finalization of repairs/replacement, a functionality and safety test will be completed. Root cause analysis: the reported complaint was confirmed. The lamp failure occurred at >1000 hours and replacement is needed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.